Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003 patient underwent the following procedures: endoscopic retrograde cholangiopancreatogram with sphinoterotomy and balloon removal of small common bile duct stone to treat the following pre-op diagnosis: pancreatitis and abnormal lfts, as well as a dilated common bile duct stone was inspected and it also was being done to further investigate and treat the problem. On (B)(6) 2003 the patient underwent the following procedures: c4,5 anterior fusion, c5,6 anterior cervical fusion, c5 vertebrectomy, anterior instrumentation using reflex plate from stryker 30mm and 12 mm screws, application of harm cage, local bone graft to treat the pre-op diagnosis: c4,5 and c5,6 cervical spondylosis, c5,6 disc herniation, cervical stenosis, spinal stenosis. On (B)(6) 2004 the patient underwent the following procedures: bilaterally l4-5 revision hemilaminectomy. Bilateral foraminotomies, decompression. L4-5 posterior antibody fusion. L4-5 posterolateral fusion. Local bone graft. &#61520;"application of a cage, hydrosorb and bnp". Posterior instrumentation using silhouette from zimmer system. C-arm intensifier for two hours to treat the following pre-op diagnosis: l4-5 degenerative disc disease. L4-5 spinal stenosis, l4-5 instability. On (B)(6) 2005 the patient underwent the following procedures: right l3-l4 hemilaminectomy, l3-l4 discectomy/foraminotomy on right, c-arm intensifier on hour, to treat the following pre-op diagnosis: 1l3-l4 foraminal stenosis on right, right l3-l4 disc herniation /foramina. On (B)(6) 2006 the patient underwent the following procedure: l3-4 biopsy and cultures using an aom vertebroplasty system. Application of drain. C-arm intensifier one hour to treat the following pre-op diagnosis: l3-l4 diskitis. On (B)(6) 2006 the patient underwent the following procedures: anterior cervical fusions c3-4, anterior discectomy and decompression c3-4, removal of instrumentation c4-5 and 5-6, anterior instrumentation c3-4 using an vision 23mm plate, application of a c3-4 mm in height peek cage with bmp, c-arm intensifier, one hour to treat the following pre-op diagnosis: c3-4 disk herniation on the left, c4 radiculopathy on the left, c5, c6, and c4-c5 retained instrumentation. Op notes: a peek cage was packed with quarter inch sponge of bmp and packed in place in the c3-4 disk space. Then a 23mm vision plate was utilized to instrument the spine. Using 13mm screws, the c-arm intensifier confirmed the location of instrumentation. The wounds were then irrigated thoroughly. The distractors were removed. The platysma was reapproximated with 4-0 vicrl, subcutaneous tissue 4-0 vicryl, skin with 4-0 monocryl subcuticular, after a jackson-pratt #7 drain was left in the depth of the wounds. The wounds were dressed with steri-strips over a sterile pad. The patient was placed in a philadelphia collar and transferred to recovery room in good condition. No complications occurred during surgery.